Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 800 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetes ketoacidosis, pancreatitis and gall bladder removal. The customer was hospitalized for 16 days. Customer was wearing the pump at the time of hospitalization. The customer had two admittances one immediately following the other and second admittance she was comatose for four days and was admitted to intensive care unit.